Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Handle/needle component passed visual inspection. Product analysis was not able to confirm device malfunction. A conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that he foley catheter used did not reached the vesical space when it was inserted initially, and the balloon dilated specifically the bulbar urethra. The physician chose to abort the procedure since urethra was affected, and a bladder neck narrowness was detected too. No additional information was reported.

Event description:
It was reported that he foley catheter used did not reached the vesical space when it was inserted initially, and the balloon dilated specifically the bulbar urethra. The physician chose to abort the procedure since urethra was affected, and a bladder neck narrowness was detected too. No additional information was reported.